Event description:
It was reported that the device locks up on the self test in progress screen and it will not power off unless the battery is removed and the power unplugged. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.